Event description:
The customer reported several drops of clear fluid leaked from the probe involving the coulter act diff 12 analyzer. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted - no erroneous results were generated. There was no patient injury associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the o-ring at the aspirate probe was worn attributing to the fluid leak. The fse replaced the aspirate probe o-ring and resolved the leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).